Manufacturer narrative:
(B)(4)

Event description:
It was reported the camera head lens int sys screen flickered purple. It happened during the case. The case had to be completed with a competitor product. There was no delay or patient injury reported.